Event description:
It was reported that, "upon inspection, a minor crack was found between the junction of the carbon fiber handle and the metal tube for the bolt."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.